Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged one day post implant. A revision procedure was performed and the lead was explanted. Another lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. The lead tip and tines have no visible signs of damage or defect that would lead to dislodgement. Laboratory was unable to confirm the clinical observations.